Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that they changed the battery within a few days of the event. Customer stated that the pump was off with no alarm and no warning. Customer inserted a new battery and the display came back up. Customer believes that this happened in early december. Customer stated that there were no signs of physical damage to the pump or the battery cap. There has been no moisture damage and the pump has not been dropped or bumped. Customer will be sent a replacement battery cap. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.